Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data did not reveal any activity outside of normal pump use. The battery compartment and battery cap were intact and without damage. The pump powered on normally and ez-prime steps were performed correctly. A 100-unit test cartridge was correctly loaded within 2.5 units within specifications. The device performed within specifications. Investigation did not confirm nor duplicate the alleged ¿remaining insulin reading¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was alleged that there were more than 20 units of insulin remaining than what the pump had recorded. There was no indication that the product caused or contributed to an adverse event. This is being reported due to the potential for an inaccurate remaining insulin reading to cause the cartridge to empty without proper alarms, resulting in under delivery.